Event description:
A tandem mobi cartridge alarm was reported by the caller, and the issue occurred during the loading process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem customer technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. The customer was unable to reload the original cartridge but successfully prepared and loaded a new cartridge, allowing insulin therapy to resume. The issue was resolved.